Manufacturer narrative:
A ge service rep performed an on site investigation. The software was reloaded and yet the reported issue continued to persist. It is intended to have an alternate service engineer diagnose the root cause. At this time, repair info is unavailable. However, there were no reports of pt injury.

Event description:
The customer reported the system failed to boot up. No report of pt injury.